Manufacturer narrative:
Examination of the submitted devices confirmed fracture of the stem bolt and damage to the femoral stem. Review of the device history records did not reveal any manufacturing deviations or anomalies. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No information was obtained. The stem bolt fractured due to low stress, high cycle fatigue. No material defects or inclusions were noted that would have contributed to the crack initiation or propagation. The damage to the stem bolt is considered secondary to the bolt fracture and/or occurred during retrieval. The investigation did not find any evidence suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address a broken stem and bolt, presumably caused by a fall.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.